Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an 840 ventilator had a blank display. No patient involvement. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphic user interface (gui) cpu pcb and keyboard. The unite passed extended self-testing.